Event description:
It was reported that the patient is in a care facility and has flatlined a few times and then "jerks and the pulse starts again." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068 lead, implanted: (B)(6) 1998. (B)(4).